Event description:
The company received a report of the following: "injury of the posterior trachea wall at few cm to the glottis during the orotracheal intubation." There was allegation that extubation and reintubation of a replacement tube was required but the company is attempting to collect info related to the deficiency identified with the product. No further info was provided. The company has made multiple attempts to collect further details related to this report.

Manufacturer narrative:
Part number# 107-80 is not distributed in the u.s.; however, there is a part of essentially identical design which is distributed in the u.s. Please refer to the applicable 510k# k965132 for us distributed part. The sample associated to this report is not expected to be returned for analysis. The lot# has been provided, therefore, a lot history review will be performed. If any new or significant info becomes available related to this report, a summary will be provided in a supplemental report.